Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 200 to 250 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined due to patients absence. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is less than three weeks. Recall test results performed non-fasting from meter memory; no adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).